Manufacturer narrative:
(B)(4). The reported condition of downstream occlusion alarm was confirmed during product evaluation in the pump's event history but not reproduced. Therefore, an assignable cause was not identified. No repairs were performed for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant downstream occlusion alarm, which indicates that this alarm was false. It is unknown which process step this event occurred during. There was no patient involvement, and therefore no report of patient injury or medical intervention. The software edition for this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.